Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt) aspirin and clopidogrel. During a routine 45 day follow up transesophageal echocardiography (tee) a laminar, non-mobile device related thrombus was noted on the atrial facing side of the closure device. The patient was resumed on eliquis.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt) aspirin and clopidogrel. During a routine 45 day follow up transesophageal echocardiography (tee) a laminar, non-mobile device related thrombus was noted on the atrial facing side of the closure device. The patient was resumed on eliquis. It was further reported that the outcome of the event was resolved on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.